Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with congealed contrast media present in the shaft. A visual and microscopic analysis identified a slit in the balloon at the distal end of the blades. Approximately 3mm of the balloon material was protruding from the balloon at the point it was slit. No sections of the balloon were detached and there was no evidence of the balloon being inflated. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. No other damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-05978. It was reported that during a percutaneous coronary intervention procedure, torn balloon material occurred. The physician was treating lesions in both the mildly tortuous and mildly calcified left anterior descending (lad) artery and the diagonal artery. A 15/3.50 flextome cutting balloon was advanced past a 95% re-stenosed unknown stent located in the lad. The physician attempted to inflate the balloon; however, the balloon would not inflate. The device was removed from the patient, at which point it was noted that the balloon was torn. The device was removed intact and it was noted that there were no problems with the atherotomes. Another manufacturers' 3.50x15mm cutting balloon was then advanced and multiple inflations were made to 20atms for 20 seconds. Another manufacturers' 3.50x8mm stent was then deployed in the lad at 20atms for 18 seconds. Another manufacturers' 3.00x8mm stent was then deployed at 18atms for 20 seconds proximal to the first stent. Post-dilation was performed with a 3.50x8mm quantum maverick balloon catheter at 12atms for 18 seconds. Additional dilation was performed with another manufacturers' 3.50x18mm balloon catheter at 12atms for 20 seconds. Another manufacturers' 3.50x8mm stent was then deployed at 20atms for 18 seconds proximal to the second stent. Angiojet was utilized to remove thrombus/clotting that was detected in the lad. Additional dilation was then performed with another manufacturers' 3.0x30mm balloon catheter at 18atms for 20 seconds. Angiojet was utilized again in the lad to remove some more thrombus/clotting. The thrombus was centralized to the lad. The lesion in the diagonal was treated with the implantation of another manufacturers' 2.50x8mm stent, deployed at 20atms for 10 seconds. Additional dilation was then performed in the lad with another manufacturers' 3.5x10mm balloon catheter. No further patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR #: 2134265-2010-05978. It was reported that during a percutaneous coronary intervention procedure, torn balloon material occurred. The physician was treating lesions in both the mildly tortuous and mildly calcified left anterior descending (lad) artery and the diagonal artery. A 15/3.50 flextome cutting balloon was advanced past a 95% re-stenosed unknown stent located in the lad. The physician attempted to inflate the balloon; however, the balloon would not inflate. The device was removed from the patient, at which point it was noted that the balloon was torn. The device was removed intact and it was noted that there were no problems with the atherotomes. Another manufacturer's 3.50x15mm cutting balloon was then advanced and multiple inflations were made to 20atms for 20 seconds. Another manufacturer's 3.50x8mm stent was then deployed in the lad at 20atms for 18 seconds. Another manufacturer's 3.00x8mm stent was then deployed at 18atms for 20 seconds proximal to the first stent. Post-dilation was performed with a 3.50x8mm quantum maverick balloon catheter at 12atms for 18 seconds. Additional dilation was performed with another manufacturer's 3.50x18mm balloon catheter at 12atms for 20 seconds. Another manufacturers' 3.50x8mm stent was then deployed at 20atms for 18 seconds proximal to the second stent. Angiojet was utilized to remove thrombus/clotting that was detected in the lad. Additional dilation was then performed with another manufacturer's 3.0x30mm balloon catheter at 18atms for 20 seconds. Angiojet was utilized again in the lad to remove some more thrombus/clotting. The thrombus was centralized to the lad. The lesion in the diagonal was treated with the implantation of another manufacturer's 2.50x8mm stent, deployed at 20atms for 10 seconds. Additional dilation was then performed in the lad with another manufacturer's 3.5x10mm balloon catheter. No further patient complications were reported and the patient's status is fine.